Event description:
The insufflation tubing had a "kink" in the tubing, causing a "blockage" of the co2 gas needed to inflate the abdomen. Therefore, not enough gas was passing through.

Manufacturer narrative:
Investigation findings: when the report was initially received it was determined that a joint investigation with branch plant 65 would be required. The complaint was forwarded to the qc for the joint investigation. Upon completion of the qc investigation the call was returned to the qc complaint specialist. When the joint investigation was received by the qc complaint specialist additional information was requested to complete the investigation process. The additional information was received and the evidence of the training and eco was attached to the complaint file. Correction: replacements have been provided on order # (B)(4). Root cause analysis: pictures of the kinked was received and evaluated by qc manager besides a meeting was held to address the issue with the following personnel: sales representative, senior qa manager, packaging engineer, director of manufacturing international operations among others; the conclusion as to why pieces got kinked was basically due to the packing method used. Corrective action and/or systemic correction action taken: a new packaging method was developed to help in the prevention of kink on the tubing. The new method packaging will consist in coiling the pieces in a more circular way rather than a previous oval used to be packed these tubing; besides a new paper band will hold the tubing in a different manner as well. Preventive action: the process in which the device is being coiled has been updated and a change has been made to the bom for an alternate band. Refer to the eco 39798 summary attachment. No further information available at this time. The investigation is complete.